Event description:
It was reported by (B)(6) that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). D10: 00620205620, shell porous with multi holes 56 mm, 60173406. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm, length 60218055. 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm, length 14412700. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm, length 6015320. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm, length 60196411. 00801803202, femoral head sterile product do not resterilize 12/14 taper 60231169 7862-14 prosthesis femur 60234831. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. No product was returned or pictures of the device provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.